Manufacturer narrative:
Information pertaining to this event incorrectly submitted. The correct information related to this event is now captured in regulatory report 3004209178-2016-21941. All follow up information related to the por the patient received will be sent in correspondence to that report. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-33, lot # va05uf3, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient .

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had the device implanted in (B)(6) 2013 and it worked good in the beginning but after a few weeks their symptoms returned. It was reported that the patient went to their health care provider (hcp) on (B)(6) 2014 to get an adjustment. It worked for a few weeks again then they went in on (B)(6) 2014 and continued to leak and it was terrible and felt like it was stimulating the patient to pee. It was noted that the patient was using 3 night time pads and it was not like it was in the beginning when they had little leaks. The patient changed programs but it only helped for a few days. It was reported that the patient's hcp told them to reduce caffeine and fluid and the patient ended up becoming dehydrated when some blood tests were done with their primary hcp. The patient tried all of the programs and none of them were working for them this week. It was noted that in the beginning the programming worked 70-80% for the patient but now it was only helping 10%. The patient was hoping to go back to the original program and was currently on 6.3v. It was reported that the patient leaked on their bed through their robe and comforter on (B)(6) 2014 and last night it happened as well. It was noted that on (B)(6) 2014 the patient used the heavy duty pads. The patient had no falls or accidents and their hcp confirmed that the leads had not moved. It was noted that the patient was part of a study to evaluate the device and botox injections. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient last appointment was (B)(6). It was noted that the results was still not good, so will make another appointment. Additional information received from the patient on (B)(6) 2016 reported a power on reset (por) error code, and that therapy has turned off and reset to shipping parameters. The por occurred when the patient was trying to turn the implantable neurostimulator (ins), and that they did "a bunch of" cardio earlier in (B)(6) 2016 when they were not using the implant therapy. The patient cannot see their healthcare provider (hcp) for another month, and it was reviewed that the por could not be cleared over the phone. It was also reiterated that they were in (B)(6) study in (B)(6) 2016 where they got botox injections which seemed to work better than the implant, and that they never got therapeutic benefit since implant. Now that the botox has started to wear off the hcp wants to hold off a few months before they can be re-injected with botox and turn the implant back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.